Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that her clothes were "irritating the device." The patient indicated that her healthcare provider switched the device to the other side and now the patient does not have problems. No device malfunctions were reported an the patient's issue has resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After additional review of the file it was determined that the fdp code (B)(4) better fit the allegation rather than the previously reported (B)(4).